Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 110-overvoltage cleared no energy) was confirmed. Upon investigation, the monitor displayed service code 110 -overvoltage cleared no energy and failed incoming functional testing. The cause of the failure and service code was isolated to contamination on the j1000 connector and j1000 jumper on the computer/analog pca. The root cause contamination was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was producing service code 110 (overvoltage cleared no energy).